Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a leak at the tubing through pinch valve pv37. The fse replaced the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) helped the customer troubleshoot the leak over the phone. The customer indicated that they found a leak at the tubing through pinch valve pv37. The customer replaced the tubing, which repaired the leak. Correction to device evaluated by MFR? And additional MFR narrative: these were corrected to reflect that the field service engineer (fse) did not go on site and that the malfunction was repaired by the customer.